Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage. There was a travel course error and check clutch/plunger lever error in event history log. Customer stated problem was verified during flow tests. The root cause of the reported issue was found to be the carriage nut and washer were loose. The technician tightened down carriage nut and washer to factory specification.

Event description:
It was reported that the check plunger error occurred. No patient injury was reported.